Event description:
During a removal of external fixator and an orif of pilon fracture, the surgeon was turning the stardrive screwdriver and initially it broke into two pieces and then the two pieces shattered into fragments. The broken fragments fell into the patients wound. The surgeon flushed and suctioned the wound twice. Reportedly the external fixator was for a temporary fixation for an open fracture.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.